Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b6, h6.

Event description:
Patient reported right side "ruptured", "leaked contents", and "recall." The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, right side "ruptured". "Leaked contents" and "recall". The device remains implanted.